Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed programmer does not boot up properly and that it displays an error code; hard drive was reimaged and software was reloaded to resolve.

Event description:
It was reported the programmer will not boot up properly. Programmer displayed an error code. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.